Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device") and pelvic pain ("severe pain") in a 41-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2009, hot flashes since (B)(6) 2009, sweaty since (B)(6) 2009, chest pain since (B)(6) 2016, leg pain since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016 and ovarian cyst since (B)(6) 2016. Concomitant products included amoxicillin since april 2016, estrogen nos (estrogen) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) since april 2016 and pethidine hydrochloride (demerol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding prolonged/ abnormally heavy menstruation, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 6 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), headache ("migraines / headaches") and pain ("pain, pelvic area with radiation into lower back"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)), surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)) and surgery (hysteroscopy with salpingectomy and left oophorectomy/ hysterectomy). Essure was removed on 18-apr-2016. At the time of the report, the uterine perforation, device dislocation, menstruation irregular, procedural pain, migraine, weight decreased and pain outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, headache and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: since having the hysterectomy, plaintiff's symptoms are mostly resolved. The device was in good position with 7 trailing coils on the righty side. In similar fashion , the technique was used on opposite side with 7 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on 5-mar-2010: confirming full occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, dyspareunia, dysmenorrhea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device") and pelvic pain ("severe pain") in a 41-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2009, hot flashes since (B)(6) 2009, sweaty since (B)(6) 2009, chest pain since (B)(6) 2016, leg pain since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016 and ovarian cyst since 18-apr-2016. Concomitant products included amoxicillin since april 2016, estrogen nos (estrogen) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) since (B)(6) 2016 and pethidine hydrochloride (demerol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding prolonged/ abnormally heavy menstruation, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 6 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery") and weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), headache ("migraines / headaches") and pain ("pain, pelvic area with radiation into lower back"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)), surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side removal of ovary)) and surgery (hysteroscopy with salpingectomy and left oophorectomy/ hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstruation irregular, procedural pain, migraine, weight decreased and pain outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, headache and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: since having the hysterectomy, plaintiff's symptoms are mostly resolved. The device was in good position with 7 trailing coils on the righty side. In similar fashion , the technique was used on opposite side with 7 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, dyspareunia, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant drugs and disease new events uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhea, weight decreased and back pain added. Outcome for the events pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhea and dyspareunia added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding prolonged/ abnormally heavy menstruation"), menstruation irregular ("irregular menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysteroscopy with salpingectomy and left oophorectomy/ hysterectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, menorrhagia, menstruation irregular, dyspareunia and procedural pain outcome was unknown. The reporter considered dyspareunia, menorrhagia, menstruation irregular, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the hysterectomy, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.